Manufacturer narrative:
Updated executive summary to include new event information.

Event description:
It was further reported that medical intervention was needed to remove the fragment from the surgical site via open reduction internal fixation. The case was completed successfully without any procedure delay. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
A follow up will be submitted once the quality investigation is complete. Device not returned for evaluation at this time.

Event description:
It was reported that an adolescent male had fractured the right fifth metacarpal shaft by hitting a metal security door. The patient was brought to surgery for a closed reduction percutaneous pinning and possible open reduction internal fixation of his fracture on his fifth metacarpal. Towards the start of the procedure, the 4.0" x .045" k-wire device was driven retrograde through the metacarpal head. At the junction of the fracture, there was a sudden loss of tension. Intra-operative fluoroscopy revealed the pin had broken intramedullarly with a 2 centimeter piece sitting in the distal fracture fragment. The surgeon decided to proceed with an open reduction internal fixation to retrieve the piece. Another plastic surgeon came in to the or to assist with retrieving the k-wire. They were able to take the k-wire out and the patient received two new wires to stabilize the fracture. No further information has been provided at this time.

Manufacturer narrative:
The k-wire subject to this investigation was returned to the manufacturer for evaluation. It was visually confirmed that the k-wire broke approx 0.58 inches from the product tip. The returned k-wire was measured where possible and all critical specifications were met. Investigation results indicates that the user potentially applied significant bending to the device while the device had initiated some drilling into the bone resulting in the fracture. The definitive root cause of this issue is unknown.

Event description:
It was reported that an adolescent male had fractured the right fifth metacarpal shaft by hitting a metal security door. The patient was brought to surgery for a closed reduction percutaneous pinning and possible open reduction internal fixation of his fracture on his fifth metacarpal. Towards the start of the procedure, the 4.0" x .045" k-wire device was driven retrograde through the metacarpal head. At the junction of the fracture, there was a sudden loss of tension. Intra-operative fluoroscopy revealed the pin had broken intramedullary with a 2 centimeter piece sitting in the distal fracture fragment. The surgeon decided to proceed with an open reduction internal fixation to retrieve the piece. Another plastic surgeon came in to the or to assist with retrieving the k-wire. They were able to take the k-wire out and the patient received two new wires to stabilize the fracture. It was further reported that medical intervention was needed to remove the fragment from the surgical site via open reduction internal fixation. The case was completed successfully without any procedure delay. There were no adverse consequences reported as a result of this event.